Event description:
It was reported that the ¿connection between the vamp flex reservoir and elbow connector got detached while manipulating the vamp flex during use." It was further stated that there was no issue for a while. However, leakage was observed after a few hours of use from a crack on the vamp flex reservoir. Afterward, the connection between the vamp flex reservoir and elbow connector got detached while manipulating the vamp flex.

Manufacturer narrative:
Received one vamp flex syringe without the elbow or other components for evaluation. The elbow connector, which was supposed to be bonded to the vamp flex syringe was not attached to the returned syringe. Indication of uv adhesive was observed at a small part of the bond area of the vamp syringe. A crack was also found on the barrel of the vamp flex syringe. The crack ran along the middle of the barrel. Leakage was also observed from the crack during leak testing. Investigation is underway to determine the root cause.